Manufacturer narrative:
The complaint investigation for false nonreactive alinity I syphilis tp result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 45092be01 and the complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false non-reactive results were obtained, indicating that the lot generates the expected results. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the alinity I syphilis tp reagent lot 45092be01 was identified.

Event description:
The customer observed false non-reactive alinity I syphilis tp result for a 59-year-old female patient. The following data was provided (reference range >1.0 s/co is reactive): 13may2023 sample ID 15 initial result = 0.20 s/co, 16may2023 repeat result = 2.84 s/co 16may2023 same patient new sample obtained. Result = 3.0 s/co, tppa result = positive no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - facility name complete entry = (B)(6). (B)(6) hospital. Section e1 - address 1 complete entry = (B)(6). Section e1 - phone complete entry = (B)(6). All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 07p60-77 has a similar product distributed in the us, list number 07p60-21/-31.

Event description:
The customer observed false non-reactive alinity I syphilis tp result for a 59-year-old female patient. The following data was provided (reference range >1.0 s/co is reactive): (B)(6) 2023, sample ID 15 initial result = 0.20 s/co, (B)(6) 2023, repeat result = 2.84 s/co (B)(6) 2023, same patient new sample obtained. Result = 3.0 s/co, tppa result = positive no impact to patient management was reported.